Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a procedure of colorectal cancer using the subject device, the following event occurred. An unspecified error occurred. The probe was broken off when the user cleaned the subject device outside the patient. The intended procedure was completed with the subject device since the procedure using the probe was completed. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken at 11 mm from the distal end. The coating of the probe was peeled off and the exposed probe surface was found to have scratch. It indicated the probe had cracked from the scratch then broken off. There were no scratches nor marks in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1)when output in seal & cut mode, the probe came in contact with metal or a surgical instrument. 2)this caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. 3)the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 4) the probe broke when added load. The above device handling has warned in the instruction manual.